Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg), assisted to clear the alarm and advised to start over with new supplies. The cg stated that the hp was traveling and would like to skip therapy as hp would be home the following day. The tsr advised cg to call the nurse if hp was not doing therapy that night. The hp ended therapy, and the cg agreed to call the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the alarm, it was revealed that he did not see anything unusual with the supplies. The cg said he thought the cause of the alarm was him because he "messed up the process." Clarification was obtained that the cg thought he mixed up the order of steps during setup and he said he connected the hp before prime or something. The cg said they let their nurse know about the alarm and that they had been continuing therapy without problems since. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.